Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on the "detecting cartridge" screen during the load process, and the customer was unable to clear it. During troubleshooting with tandem technical support the customer accidentally reset the pump. When the pump turned back on the screen was cleared, and the customer was able to successfully load a cartridge onto the pump. Customer had low blood glucose levels (66 mg/dl). Customer stated that they delivered a food bolus, and may have consumed less carbohydrates then they initially bloused for. Customer drank juice to stabilize blood glucose levels.